Event description:
Individual developed a rash while wearing an absorbent wound dressing. The dressing was applied by a medical professional after knee-replacement surgery. Individual contacted manufacturer to inquire about materials content in the dressing. Device was not available for return to the manufacturer.

Manufacturer narrative:
Individual contacted manufacturer to inquire about the materials of construction of the 46-005 covaderm dressing. She indicated she was using the dressing after knee replacement surgery and developed a rash with blisters. It is unk if any other devices/substances were used in conjunction with dressing, or what medications, if any, the pt was using. The dressing was not available for return, therefore, could not be evaluated further. Product history review showed no other like complaints for this device; it is believed to be an isolated incident.